Event description:
During a routine device exchange, a loss of pacing was noted on the device. The patient was pacemaker dependent and had an escape rhythm which required a pacing system analyzer to assist pacing until a new device was implanted. Furthermore, technical support was contacted and noted a spontaneous high pacing impedance measurement. The patient was stable.

Manufacturer narrative:
The reported events of loss of pacing and high pacing impedance were not confirmed. The device was received from the field reaching elective replacement level during the analysis. Electrical tests performed under nominal conditions indicated normal functionality and cell impedance was measured to be within normal range. Further evaluation of the output parameters found no pacing anomaly. Additionally, visual inspection the header and connector detected no contamination or foreign material that could contribute to the reported events. The reported events are consistent with exposing the device to electrocautery during the explant procedure. Total projected longevity based on field settings is 6.33 years; implant duration is 6.84 years which exceeded projected longevity and it is considered normal battery depletion.